Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues were noted with the profile of the tip. No damages identified to the delivery device and no issues were noted with the profile of the device. The sheath was found to be retracted and the sent was deployed from the delivery catheter and was not received for analysis. No kinks or damage to the delivery device. The device could be re-sheathed with no restrictions noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. The target lesion was located in the right carotid artery. A 10.0mmx31mm carotid wallstent was advanced but resistance was encountered and the stent could not be deployed. The physician pulled out the device out and the stent was deployed outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. The target lesion was located in the right carotid artery. A 10.0mmx31mm carotid wallstent was advanced but resistance was encountered and the stent could not be deployed. The physician pulled out the device out and the stent was deployed outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.